Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Customer reported blood glucose (bg) level was 69 (mg/dl). The customer stated the bg level was not caused by the pump however declined to provide the reason for the low bg. Carbohydrates were consumed to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm on (B)(6) 2017. Alert 7 (insufficient sub charge current) annunciated on (B)(6) 2017. User did not enter current bg levels when making bolus requests and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Low bg - 213,71.